Event description:
It was reported to bsc/target that during the procedure there was immediate detachment of the gdc 10-soft 2d sr / 2-diameter stretch resistant synerg detection circuit. The condition of the patient was not affected by this event.